Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was traveling abroad and their pump stopped. The patient fell into the water and did not have a backup system controller. They presented to a hospital. The doctors did not want to try to restart the pump since it had been off for so long. The ventricular assist device (vad) was decommissioned as the patient was no longer a candidate due to non-compliance. The patient would be followed as a heart failure patient and would seek a second opinion at another transplant center.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed though this investigation. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. No log files, photos, or additional documents were submitted for review. Per the provided information, the root cause for the fluid ingress was stated to be the patient falling into water. It was stated that the patient was out of the country in colombia and their pump stopped. The patient did not have a backup controller, and their ventricular assist device was later decommissioned as the patient was no longer a candidate due to non-compliance. Device history records were not required to be reviewed per investigation procedures. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.